Manufacturer narrative:
Investigation summary: customer reported an issue on a bd bactec fx top instrument (p/n 441386, s/n (B)(6). Customer indicated about the false positives. The field service engineer (fse) was dispatched and replaced (444531 - bactec fx rack assy spare). The instrument is deemed functional and handed over to the customer for use. This is a confirmed failure of the bd product. Device history record review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history record review revealed no previous complaint for false positive issue. Bd quality did not receive any returned parts or instrument for investigation. The root cause was an unknown component failure of the vial storage rack. False positives can occur if there is optical temperature sensor damage on the rack. Bd quality will continue to closely monitor for trends associated with this failure.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. A differential test was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: " bactec fx top-a rack has two rows of holes that report positive."

Manufacturer narrative:
Initial reporter phone number: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. A differential test was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: " bactec fx top-a rack has two rows of holes that report positive".